Event description:
In (B)(6) 2013, I had a tubal ligation procedure. Weeks after the procedure, my periods became irregular and painful. They went from a predictable 28 day cycle to a random 23-90 day cycle with painful pms and heavy flow. I also suffer from pelvic pain that comes and goes and shooting pain that occurs in my thighs. It got so bad that I went to my doctor. After many ultrasounds and blood work he was unsure. Other than a hemorrhagic cyst the tests revealed nothing. I was referred to a gynecologist who ordered another ultrasound and pap test. Which revealed another cyst, but that was it. I opted to have a tubal reversal and was required to obtain an operative report. The report revealed that the surgeon had applied filshie clips. I had specifically asked for cut and burn. I believe that the clips are what is causing my pain.